Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the review of session records showed episodes of auto mode switching due to noise on the atrial lead. The device was reprogrammed and the patient would be monitored.